Event description:
A report was received that the patient was having difficulty charging following a pocket revision (MFR report # 3006630150-2011-01380). A bsn sales representative attempted to troubleshoot with the patient, but was unsuccessful. The physician recommended that the device be explanted.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-8216-70 s/n: (B)(4) description: artisan surgical lead with platnalock technology - 70cm. Additional information was received that the patient was successfully explanted. The patient is reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging following a pocket revision (MFR report # 3006630150-2011-01380). A bsn sales representative attempted to troubleshoot with the patient, but was unsuccessful. The physician recommended that the device be explanted.